Event description:
Customer reported that she had high blood glucose of over 353 mg/dl because her insulin pump is not delivering the insulin. Customer stated that when the reservoir gets down to one quarter, the insulin pump stops delivering. Nothing further was reported.

Manufacturer narrative:
The insulin pump passed all functional test, including prime, displacement, rewind, basic occlusion, occlusion, and excessive no delivery alarm test. No excessive no delivery alarms noted. Unit was received with cracked reservoir tube.